Event description:
When I tried to use my dexcom seven plus system receiver, I got an "error code 16rof2d93c." When I called dexcom to inquire about the malfunction, I was transferred to their accounts department so that my insurance could be charged for a new device. When my wife called on (B)(6) 2011 to report a complaint because the device had malfunctioned (I was told the error was a software error), she was placed on hold and given the "run-around" for an hour and nobody could transfer her to the complaints department, the only response she received was that the device was out of warranty and that there wasn't a complaints department she could be transferred to. She was also told that there wasn't a quality, regulatory or compliance person she could be transferred to. When she asked what the useful life of the device was per the specifications of the design, she kept being told that there was only a 1 year warranty on this device and nobody was able to tell her how long the device should last for. It is my understanding that a device my insurance company paid (B)(6) for longer than 1 year and 4 months before I am told to buy another device but dexcom did not see any issue with a device that malfunctioned after 1 year and 4 months. If they do not transfer this type of malfunction issue to their complaints department, how many of these malfunction issues are they not investigating to understand if there is a real problem with the software for their product and if a correction/recall needs to take place. The people I spoke with and my wife spoke with are clearly not familiar with the quality systems regulations as they did not investigate my complaint or ask me to return the device so they could investigate what the software error code was about.